Manufacturer narrative:
The device was received in the deployed state. Both exposed and unexposed portion of the soft cannula was found to be damaged, as the soft cannula was torn off. The soft cannula therefore measured shorter than expected, 15.54 mm in length, due to the damage to the soft cannula. However the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to reported events. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found with the device and the cause of the reported events could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 20.6 mmol/l (371 mg/dl) while wearing the pod between 5 and 24 hours. Investigation of the pod (completed 11-jun-2026) found that the cannula was damaged. The device was originally reported on 05-apr-2026 as it was leaking insulin during wear and the patient wasn't sure insulin was being delivered. As treatment, a new pod was applied.